Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg replacement procedure on (B)(6) 2017 (reference MFR. Report: 1627487-2017-03269) the ipg was placed in surgery mode. When the impedances were tested, however; the ipg was unable to communicate with the external device.